Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two armada 35 balloon dilatation catheters referenced are filed under a separate medwatch MFR numbers. Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty and resistance with the thumbwheel was not confirmed as the stent had been fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the mildly tortuous and heavily calcified left external iliac artery intervention, the 6.0 x 40 mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance to the target lesion, but the balloon ruptured during the first inflation at 6 atmosphere (atm). A 7.0 x 100 mm armada 35 bdc was advanced without resistance to the target lesion, but at the first inflation the balloon ruptured at 7 atm. During deployment of the 8.0 x 100 absolute pro stent, the thumbwheel was difficult as it would stop intermittently, but the stent was successfully deployed. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.